Event description:
Same case as MDR ID#2134265-2012-08515. Reportable based upon analysis completed on (B)(4) 2013. It was reported that during a angioplasty treatment procedure difficulty advancing occurred. Vascular access was obtained via the right groin with a 7f non bsc sheath. The target lesion was located in the highly calcified and mildly tortuous left anterior tibial artery. Predilation was performed with a 20mm x2.10mm non bsc balloon catheter inflated several times with no issues. A 40mm x 2.00mm apex otw balloon catheter was advanced to target lesion with no issues. During the first inflation at 8atms/15 seconds, a balloon rupture occurred. The apex otw balloon catheter was removed intact. The 20mm x2.10mm non bsc balloon catheter was advanced to the target lesion and several inflations were performed, but with without good dilation results. A 30mm x 2.50mm nc quantum apex otw balloon catheter was advanced but would not cross the target lesion. The nc quantum apex otw balloon catheter was withdrawn without difficulty. A non bsc 2.5x40mm balloon catheter successfully crossed the target lesion and dilation performed with good results. No patient complications were reported and the patient's status is listed as fine. Analysis of the returned device revealed a balloon pinhole.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned device revealed blood and contrast in the balloon and inflation lumen. The tip was damaged. Because there was blood in the balloon functional testing was performed. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall adjacent to the proximal end of the distal markerband. The balloon presented no irregularities in the balloon material and the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related as the device was reportedly used contrary to labeled indications. (B)(4).